Event description:
A volume discrepancy was reported with the actual residual volume being greater than the expected residual volume; the exact volumes were unclear. Device troubleshooting was being considered. It was later reported that the pt experienced an overdose. It was noted that the dose was changed from 660 ug/day to 700 ug/day of a 2000 ug/ml concentration of baclofen on (B) (6) 2010. The following morning, the pt was lethargic and was drifting in and out of consciousness all day. The pump contents were removed and the pt woke up. It was noted that the expected residual volume at that time was 17.5 ml and the actual residual volume was 15-16 ml. The hcp was uncomfortable with starting the pump again and was considering replacing the pump. The pt was given oral medications. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).